Manufacturer narrative:
H10: additional narratives: updated h3 and h6 per new information received. H3: product evaluation: customer report of calcification was confirmed. As received, valve was cut down the leaflets through the wireform and metal band at leaflet 2 near commissure 2. Edges of cut valve appeared to match up. X-ray demonstrated heavy calcification on leaflets 2 and 3 and moderate calcification on leaflet 1. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the outflow aspect and on the surfaces of leaflets 1 and 3 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut in multiple areas around the valve and partially cut off around leaflets 2 and 3. Wireform was exposed around the valve on the inflow aspect and on commissure 2.

Manufacturer narrative:
H10: additional narratives. Updated d1, d4, and g4 per new information received. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The follow-up for device return is ongoing. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve was explanted after an approximate implant duration of 5 years due to calcification. A mechanical valve was implanted in replacement.